Event description:
A customer reported while using a glidescope core quick connect cable (unknown model) during intubation of a patient, the picture on the connected glidescope core 15-inch monitor was very cloudy and the user was unable to see the vocal cords. It was also reported that the picture was flickering and displaying colorful artifacts. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The customer's glidescope core quickconnect cable was not returned to verathon for evaluation, therefore the cause could not be determined. Follow-up information received from the customer reported that they were going to replace their cable. Despite multiple follow-up attempts made for further information about the subject cable including its model and lot number, no response has been received to date. Review of complaint history for the reported cable was not able to be performed since its lot number was not provided. Trending analysis for glidescope core quickconnect cables does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.